Event description:
It was reported that the ventilator repeatedly generated a technical error code indicating high internal temperature soon after start-up. On one occasion it was generated together with another technical error code indicating a communication failure between the control and the monitoring printed circuit boards. There was no patient involvement. (B)(4).

Manufacturer narrative:
(B)(4). Our field service engineer investigated the ventilator on-site. The reported te (technical error) code indicating high internal temperature was reproduced during the investigation. The reported te code indicating a communication failure between the control and the monitoring pc boards was not reproduced. The control pc board was replaced as a precaution per service manual for the communication failure. The same sw version was installed and after this the ventilator was successfully tested. The simulated use test of the returned control pc board in a reference ventilator during 7 days passed without deviations. The reported te codes were not reproduced and no fault was found with the control pc board. Evaluation of the received device logs confirms the reported te code indicating high internal temperature at several occasions on different dates with start on (B)(6) 2017. The alarm was generated in connection to startup and start of pre-use check. The log also showed that the expiratory flow meter restarted continuously at the times for the generation of the technical error code. The reported te code indicating a communication failure was also confirmed at one occasion. Since no fault was found during investigation of the returned control pc board the root cause for the reported issue has not been able to determine. No further issues have been reported with the involved ventilator.

Event description:
(B)(4).